Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in lead impedance. This device (ventak av) is involved in a product advisory.